Manufacturer narrative:
Date sent to the FDA: 12/22/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: august 1, 2016 through september 30, 2016. Psr submission number: 2210968-2016-33270. Psr report identifier: 2210968-2016-33036.